Manufacturer narrative:
An event of valve underexpansion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported valve underexpansion could not be conclusively determined. The reported right bundle branch block (rbbb) and atrial fibrillation might be a cascading consequence of valve underexpansion. And the reported unexpected medical intervention was result of case specific circumstances. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(6) - envision ide study, patient site ID: (B)(6) (B)(4). It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for a transcatheter aortic valve replacement (tavr) procedure using a large flexnav delivery system. During procedure, the activated clotting levels (act) levels 235-275, 276s and heparin was administered and a pre-implant balloon valvuloplasty done with a 22mm non-abbott balloon. The valve got fully re-sheathed 2 times due to non-uniform expansion. The valve was implanted. The final implant depth was 5.8mm. A post-implant balloon valvuloplasty done with a 22mm non-abbott balloon due to under expansion. After the tavr procedure, the patient had a right bundle branch block (rbbb) and irregular rhythm consistent with brief atrial fibrillation. They decided to put an event monitor for one week and no intervention planned for this time. The patient started with eliquis. The patient was reported stable.

Event description:
Clinical information: (B)(6) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for a transcatheter aortic valve replacement (tavr) procedure using a large flexnav delivery system. During procedure, the activated clotting levels (act) levels 235-275,276s and heparin was administered and a pre-implant balloon valvuloplasty done with a 22mm non-abbott balloon. The valve got fully re-sheathed 2 times due to non-uniform expansion. The valve was implanted. A post-implant balloon valvuloplasty done with a 22mm non-abbott balloon due to under expansion. After the tavr procedure, the patient had a right bundle branch block (rbbb) and irregular rhythm consistent with brief atrial fibrillation. They decided to put an event monitor for one week and no intervention planned for this time.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.